Event description:
The customer observed an out of range low potassium quality control levels while using the clinical chemistry serum ict calibrator lot # 0505017. The customer tried to use the bleaching procedure with minimal success. The issue occurred on the architect c8000. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.